Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure high pacing lead impedance measurements were observed. The lead was replaced. A new lead was implanted successfully. There were no adverse consequences and the patient will continue to be monitored.